Event description:
The patient reported the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in his left eye (os) on (B) (6) 2006. The patient reported he has been experiencing glares and halos in low light. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4). (B) (4).